Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead delivered an inappropriate shock to the patient. Noise was observed on the rate/sense channel only. The physician suspected a lead fracture and planned to add a new rate/sense lead. A guidant technical services consultant discussed testing the shocking portion of the lead with minimum and maximum energy shocks to verify integrity.